Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 408mg/dl. It was stated that the customer changed the infusion set three days prior her admission. It was also reported that the customer was experiencing high glucose for the past week. It was stated that the customer most recent blood glucose was 408mg/dl. It was stated that the customer was treated with manual injections and insulin drip. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed and high pressure test and the device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.